Manufacturer narrative:
Continuation of medical device: 694965 lead implanted: (B)(6) 2006.

Event description:
It was reported that noise was noted on the pace/sense portion of the right ventricular lead. The lead was also noted to have a small decrease in impedance. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.